Manufacturer narrative:
Investigation: reason: although this investigation is classified as MDR, the lot number associated was unknown therefore, the review could not be performed. Findings: n/a. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: visual analysis. Observations and testing: received one used q-syte unit connected to a miscellaneous extension set visual/microscopic examination: the unit was of a 16 cavity mold. No physical-mechanical was observed on any of the components (body/septum) of the received unit. The slit of the septum top disk was centered and no damage (tears) was observed. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the unactuated positions. Septum column tear assessment: damage (tear) was found on the column wall bottom septum evaluation: the unit was disassembled for evaluation of the septum bottom disk. The slit was centered and damage (tear) was observed investigation samples(s) meet manufacturing specifications: no. Damage (tear) on the column wall and the septum bottom slit was observed. Conclusion- conclusions: the defect of leakage could not be confirmed. No leakage was observed on either the actuated or the unactuated positions. Did the evaluation confirm the customer¿s experience with the bd product? No. No leakage was observed on either the actuated or the unactuated positions. Were we able to reproduce the customer's experience with the bd product? No. The leakage could not be reproduced in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause. Relationship of device to the reported incident: indeterminate. A definite source that contributed to the slit tear (bottom disk) and the column tear could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while injection medication through the bd q-syte¿ luer access split-septum stand-alone device, medication leaked. No reported medical intervention or serious injury.